Event description:
It was reported to gore that a gore hybrid vascular graft was implanted as a femoral-popliteal bypass. The implantation was successful. The patient returned three days post implant with the graft reportedly occluded. A pta was done and so far there are no further occlusions reported. The patient is doing fine.